Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report white smoke was seen coming from the motor base of the purely yours breast pump during use. She states she smelled smoke but denies flames, sparks or burning. Customer was not injured during this event and stopped using the breast pump immediately. She was using the pump with the ac adapter; batteries were not in the battery compartment at the time.

Manufacturer narrative:
A replacement purely yours breast pump was sent to the customer on (B)(6) 2015, with instructions to return the motor base that was smoking back to ameda with the expedited fedex label for investigation. Three phone calls were made to the customer requesting the purely yours motor base be returned to ameda for testing. As of this date, the breast pump has not been returned so visual inspection and further testing could not be performed.